Manufacturer narrative:
The results of the manufacturer's evaluation suggest that the cause of the event could not be determined due to the lack of information provided.

Event description:
Revision of the tibial insert, of the (r) knee. Pt experienced repeatative dislocations of the knee over the past year.